Event description:
It was reported via facility medwatch that the brakes failed a pull test. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Reported in user facility medwatch (B)(4). At filing date, it could not be determined if MFR had evaluated the unit; f/u report will be submitted as necessary based on investigation results. Brake plate kit.